Event description:
During evaluation of a returned homechoice device, two increased intra-peritoneal volume (iipv) events were identified which occurred during the therapy initiated on (B)(6) 2013 at 21:03:03. During night drain cycle five, the patient's ultrafiltration reading was 1669ml, indicating the home patient (hp) drained 1669ml more than their maximum programmed fill volume of 1700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. Homechoice apd systems trainer?s guide gives the warning that "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.